Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this 81 y/o patient's left knee was revised. Patient had been dealing with pain and swelling of the knee for close to one year. Patient followed up with orthopedic surgeon regarding this matter. Radiographs demonstrated asymmetric polyethylene wear with near complete collapse of the medial compartment. Patient scheduled for a revision and polyethylene exchange. Surgical exposure was made through existing tka incision. Upon making there arthrotomy incision, copious amounts of straw-colored joint fluid and free-floating pieces of polyethylene came pouring out of the joint. Exposure was continued to extensive synovitis in all compartments of the knee. Major synovectomy was performed to remove the diseased tissue. Polyethylene was removed and examined. Upon examination it was found that the posterior lateral aspect of the polyethylene had fallen off and there was oxidative wear in both the medial and lateral aspect. Multiple polyethylene fragments were removed from the knee. Knee was copiously irrigated, and a new polyethylene liner was placed in the tibial tray and the knee was closed. Unknown medical history. No x-rays or product pictures provided. Product is returning.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01748.